Event description:
It was reported by the consumer that an acute infection was diagnosed two weeks post op. Imaging revealed air inside the abdomen. Testing did not reveal leak in the band. Due to the degree of inflammation, the band was removed and the port was left. The pt reported being hospitalized for eight days and the infection was treated with antibiotics. The pt reports there have been no other complications and there are plans to replace the port. The date has not been scheduled.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.